Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 23 (post-reset ram crc alarm), pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.), pump error 49 (history pointers failed. The history pointers are corrupted.), pump error 68 (trace pointers are invalid.) And pump error 34. The customer reported no adverse event. The event involved product(s) mmt-1884, 78893-01. Troubleshooting was performed. The customer did not receive a stuck button alarm. The numbers are not ramping up on their own, the scroll bar isn¿t moving without input, and there was some response from the buttons. The up and down key and the left key was unresponsive. The customer was able to access the menu screen. The up or down arrow does not allow them to navigate screens. Buttons remained unresponsive after troubleshooting. The customer reported receiving a pump alarm. The customer was not able to clear the alarm. No harm requiring medical intervention was reported. Instructed the customer to revert to backup plan per healthcare professional instructions and place pump in storage mode. No product return is required for 78893-01. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
No¿critical pump error (open book image) alarm noted during boot up. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current test. All buttons function properly. No pump error 37/23/49/68 alarm noted during testing. However, high sleep current and pump error 75 alarm found during testing. Successfully downloaded history files and traces using thump. (7) pump error 37 alarms found in the pump history file/trace on 04-jan-2026 started from 19:38:24 to 19:51:02. (2) set of pump error 68/49/23 alarms found in the pump history file/trace on 04-jan-2026. Pump was cut open to perform visual inspection and found moisture damage on power connector and internal battery connector on the pcba 1 and corroded motor home switch. The j1 connector on pcba 1 was locked properly during visual inspection. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Pump error 37 alarm was confirmed due to corroded motor home switch. Pump error 23/49/68/75 alarm and high sleep current due to moisture damage on the pcba 1. Keypad/button unresponsive/button error alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.